Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A device history review confirmed that no abnormalities were reported with this product during manufacture.

Event description:
It was reported via a voluntary medwatch report that during a procedure using a multivac 50 xl icw wand, that the lower portion of the three-prong metal tip broke off while inside the patient. After an x-ray of the site was performed, the surgeon was confident that no debris remained inside the patient. The procedure was completed using a back up device. There were no patient complications reported as a result of this event.